Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and acknowledged understanding of instructions.